Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in the clinic on (B)(6) 2014 and was admitted into the hospital due to power elevations, decreases in speed, and pump stoppage noted on the history. The pt's inr goal was 2.5-3.5 and was therapeutic on admission. The pt was give ivf for hydration. It was also reported that the pt had an embolic stroke the following day, which converted to a hemorrhagic stroke. A few days later pump stoppage occurred. The log files were reviewed by the MFR's technical services group and the power elevations and pump stoppage were confirmed. The events appeared to have occurred while the pt was connected to the pt cable. The pt's system controller and power module pt cable were exchanged. The vad coordinator reported on (B)(6) 2014 that the pt remains at home recovering from the stroke with no further issues.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.